Event description:
A peritoneal dialysis (pd) patient reported having slow drains and stated the catheter was switched out. The catheter is not a fresenius product line. Additionally, there was no allegation against any fresenius products. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).